Event description:
It was reported that after assembling the unit the pressure chambers were not getting up to 280-290. Back port was reading "psi-is at 5.6" but chambers were reading 240-250 after running unit for 5-10 mins. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 19-jan-2024 h3. & h6. Health effect, component & investigation codes: updated investigation summary: the affected device was returned for evaluation. The pressure chamber was received in good condition with no physical damage or adulterations. The pressure was measured to be 260-270mmhg. After visual inspection, a 1000ml i.v. Bag was installed, the pressure chamber was connected to calibrated air supply (e4633 due: apr 2024), and the functional test was performed. The customer's indicated failure was replicated and confirmed, as the pressure gauge did not read correctly. The root cause was that the pressure gauge was out of calibration. As a result, the pressure gauge was removed from the device and calibrated using the calibrated air supply at 5.6psi. The device has no previous service history; the problem was not related to a previous smith's repair.d4. Unique identifier (B)(4).

Event description:
There was no patient involvement and no patient harm/adverse event reported.